Event description:
It was reported that the catheter broke off during an onyx embolization treatment procedure. The broken segment was successfully retrieved from the patient. Same event as MDR# 2029214-2012-00431.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device involved in the event was evaluated at the facility. The evaluation showed that the catheter failed due to tensile failure from excessive force. Catheter separation.(B)(4).